Event description:
Reporter stated the patient has experienced hyperglycemia of up to 250 mg/dl since she started using the backup infusion device. The patient reported the infusion device does not provide any alert/error messages. Her normal blood glucose is 170 mg/dl, and she has changed the consumable products but this has not resolved the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.